Event description:
A report was received that the patient had infection at the pocket site. Symptoms were swelling and discomfort at the ipg site. The patient ended up being septic, was prescribed broad spectrum antibiotics, and underwent an immediate explant procedure. The physician could not determine if the infection was device or procedure related. The infection was caused by (B)(6).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-70 serial/lot #: (B)(4), description: coveredge32, 70 cm 4x8 surgical lead model#: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.